Event description:
The patient had increased seizure activity when the intrathecal baclofen dosage was increased. The patient's seizure control improved when the dosage was decreased. The patient was tapered off of therapy. The patient outcome was reported as "recovered without sequela".